Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported via a medwatch form mw5095950 that a female patient underwent a breast surgery with a mentor smooth round high profile 230cc and suffered from autoimmune reaction and bilateral capsular contracture baker grade unknown. The patient experienced : ¿severe shoulder, neck pain, neck and shoulder and chest muscles are being pulled forward by the implants contracting, shooting pains from the armpit area to the fingers and tingling in the fingers, tinnitus, migraines, headaches, chronic fatigue and tiredness, feel out of breath, capsular contracture that is painful all the time and prevents me from being able to lay on stomach, cannot put any pressure on chest at all without pain, breasts hurt and nipples do not function as they used, nausea, waves of hot and cold chills, joint pain, crohn¿s disease, inflammation, numbness, dyspnea. The patient had nine surgeries for crohn's disease after getting the implants. " at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.

Manufacturer narrative:
On 10/20/2020, it was reported to mentor that the date of implantation (B)(6) 2008. After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to add code surgical intervention to more accurately capture the reported event. The patient required 9 more surgeries for crohn's disease after getting the implants. H6 patient code 3191: surgical intervention. Manufacturer¿s reference number: (B)(4).